Event description:
It was reported that patient underwent a shoulder fixation procedure on (B)(6) 2015. During the procedure, three sutures fractured. Two of the sutures were able to be implanted and one new suture anchor was utilized to complete the procedure. No additional holes were drilled.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under precautions it states: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2015-00578 / 00579).